Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage.there were visual indications of dried fluid within the cassette compartment on the pump.there were no visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.a (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
This peritoneal dialysis (pd) patient reported going to the ER with high fever and disorientation. The patient was diagnosed with peritonitis and admitted to the intensive care unit (ICU). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2025 due to fever, abdominal pain, and disorientation. The patient was admitted to the hospital. The patient was diagnosed with peritonitis. During the hospitalization, the patient was transferred to the intensive care unit (ICU) and subsequently intubated (date unknown). The doctors do not know the cause of the patient¿s current condition. There is suspicion of perforated bowel or colitis. There has been no answer for the cause of why the patient declined in status. The latest information was that the pd cultures were negative for growth. There was no information available for antibiotic therapy. The patient was scheduled to have the pd catheter pulled on (B)(6) 2025. The patient has been completing hemodialysis during the hospitalization. The cause of the peritonitis is unknown. The clinic does not have any further information pertaining to the hospitalization.

Event description:
This peritoneal dialysis (pd) patient reported going to the ER with high fever and disorientation. The patient was diagnosed with peritonitis and admitted to the intensive care unit (ICU). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2025 due to fever, abdominal pain, and disorientation. The patient was admitted to the hospital. The patient was diagnosed with peritonitis. During the hospitalization, the patient was transferred to the intensive care unit (ICU) and subsequently intubated (date unknown). The doctors do not know the cause of the patient¿s current condition. There is suspicion of perforated bowel or colitis. There has been no answer for the cause of why the patient declined in status. The latest information was that the pd cultures were negative for growth. There was no information available for antibiotic therapy. The patient was scheduled to have the pd catheter pulled on (B)(6) 2025. The patient has been completing hemodialysis during the hospitalization. The cause of the peritonitis is unknown. The clinic does not have any further information pertaining to the hospitalization.

Manufacturer narrative:
Clinical review: peritoneal dialysis (pd) patient reported she went to the ER with high fever and disorientation. The patient was diagnosed with peritonitis and admitted to the intensive care unit (ICU). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2025 due to fever, abdominal pain, and disorientation. The patient was admitted to the hospital. The patient was diagnosed with peritonitis. During the hospitalization, the patient was transferred to the intensive care unit (ICU) and subsequently intubated (date unknown). The doctors do not know the cause of the patient¿s current condition. There is suspicion of perforated bowel or colitis. There has been no answer for the cause of why the patient declined in status. The latest information was that the pd cultures were negative for growth. There was no information available for antibiotic therapy. The patient was scheduled to have the pd catheter pulled on (B)(6) 2025. The patient has been completing hemodialysis during the hospitalization. The cause of the peritonitis is unknown. The clinic does not have any further information pertaining to the hospitalization. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.